Event description:
It was reported via medwatch (B)(4) that shaft break and removal difficulty occurred. The target lesion was located in the left renal artery. A 6.00mm x 20mm nc emerge balloon catheter was advanced for dilation of existing stent. When attempting to deflate and remove the balloon, the catheter shaft broke with the balloon partially inflated making it difficult to remove. Significant bunching of the catheter was identified when the balloon catheter was inspected.